Event description:
The manufacturer sales rep reported that the device overheated while it was being tested at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.